Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Manufacturer narrative:
Additional information received: adding implanted date: on (B)(6) 2021. Adding explanted date: on (B)(6) 2023. FDA coding that was initially reported in the initial report for medical device problem code is being corrected from code 1863 to 2408. This is a follow up report to correct this code. Device received for this event is being corrected from unknown atis implant catalog#: unknown atis implant to ank c/x impl b9.5/d4.5/l9.5 catalog#: 31010428. Correcting lot# from unk to 464719. This is a follow up report for this corrected information.